Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2020 at 11 am with unknown blood glucose. The customer was treated with intravenous insulin. Customer declined to troubleshoot for the issue. Customer stated that the battery was out of the pump, now customer was trying to use the sensor and it will not communicate. The device will not be returned for analysis.